Event description:
Pt developed symptoms of hypersensitivity after receiving collagen injection. Pt appears to have been treated without having received prior skin test. Physician has prescribed topical cultivate and oral prednisone to treat the pt.